Event description:
The right ventricular (rv) lead exhibited high undefined bipolar impedance. The egm appeared as though it could be sensing external noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).